Event description:
A customer reported that a pt's sample was negative when tested with anti-d bioclone lot db263a1 and positive when tested with mts gel card. No death or serious injury was associated with this incident.